Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to gastroparesis. Reportedly, prior to being hospitalized the customer began vomiting after eating a sandwich. Customer had high blood glucose levels, but stated it was due to her gastroparesis.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.